Event description:
Caller reported testing the customer and receiving a freestyle reading of 88 mg/dl. Customer was experiencing symptoms of hypoglycemia and became unconscious. The paramedics were called and upon arrival, received a reading or 38 mg/dl with an unknown brand meter. Paramedics administered intravenous treatment, d5w - sugar water.